Manufacturer narrative:
Investigation results: digital file review: the digital design is fine per dl is concern, I am guessing the patient tongue irritation is caused by the biting habits of patient during aligner wear due to missing molars on the left side both u/l. Presence of pontic may help make it more stable for bite but maybe due to software weakness with pontic which cause more issues on fit it was decided not to add one. DHR: we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift by bag and box operation on october 25, 2024, manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met with the acceptance criteria provided by qa. Other: photo investigation: the customer's evidence (photos) shows the tongue pointing to an apparent injury; no devices (aligners) are observed on the patient's teeth. Aligners from the sales order (B)(4) are not shown, so the issue of the alleged event cannot be evaluated.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient using nontemplate aligner arch that caused lacerations/cuts to patient's tongue.